Manufacturer narrative:
-

Event description:
A patient in (B)(6) was undergoing a dialysis treatment which included a revaclear 300 dialyzer. Approximately 15 minutes into a dialysis treatment the patient showed symptoms of an anaphylactic shock including itching, hives all over her body and shortness of breath with an oxygen saturation of 80 %. The treatment was stopped and the blood in the extracorporeal circuit was not returned to the patient. The patient was administered oxygen; 250 mg of decortin; 1 ampule of fenistil and the patient was hospitalized. While hospitalized the patient was pretreated with steroids and a competitors dialyzer was used and the patient allegedly presented with similar clinical symptoms.